Event description:
Customer reported she was hospitalized for low blood glucose. Customer reported that she was connected during rewind/manual prime. Explained customer the importance of being disconnected during manual prime.